Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has not been returned for analysis. Should additional information become available, or if the device is returned and analysis is completed, this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported this device displayed a remaining longevity of one year, however at the previous device check the remaining longevity was six years. Data analysis was performed which found the device power consumption was higher then expected and device replacement was recommended. Subsequently, the device was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if the device is returned and analysis is completed, this report will be updated.

Event description:
It was reported this device displayed a remaining longevity of one year, however at the previous device check the remaining longevity was six years. Data analysis was performed which found the device power consumption was higher then expected and device replacement was recommended. Subsequently, the device was successfully explanted. No additional adverse patient effects were reported.